Event description:
It was reported that, during hand reaming preparation of the femoral cancal, the command starter reamer 77mm - 13mm broke. The sharp portion of the instrument was removed from the femoral cancal using a plier and the femoral preparation continued.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.